Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise on the right ventricular (rv) channel. Patient was seen in-clinic and maneuvers were performed without reproducing noise. Data analysis was performed, and boston scientific technical services observed the oversensing episode. There was an episode that showed the r-wave amplitude dropping constantly to values close to the range of possible noise over-sensing. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient was seen in-clinic, and performed maneuvers and noise was observed but mostly during maneuvers when pushing the arm down. There was no change to the impedance and sensing measurements. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This device remains in-service. Additional information was provided. The physician made the decision to replace the right ventricular (rv) lead, but this intervention has not been performed yet. At this time, no further information is available. No adverse patient effects were reported. Evidence suggests that the system remains implanted and in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise on the right ventricular (rv) channel. Patient was seen in-clinic and maneuvers were performed without reproducing noise. Data analysis was performed, and boston scientific technical services observed the oversensing episode. There was an episode that showed the r-wave amplitude dropping constantly to values close to the range of possible noise over-sensing. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise on the right ventricular (rv) channel. Patient was seen in-clinic and maneuvers were performed without reproducing noise. Data analysis was performed, and boston scientific technical services observed the oversensing episode. There was an episode that showed the r-wave amplitude dropping constantly to values close to the range of possible noise over-sensing. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient was seen in-clinic, and performed maneuvers and noise was observed but mostly during maneuvers when pushing the arm down. There was no change to the impedance and sensing measurements. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise on the right ventricular (rv) channel. Patient was seen in-clinic and maneuvers were performed without reproducing noise. Data analysis was performed, and boston scientific technical services observed the oversensing episode. There was an episode that showed the r-wave amplitude dropping constantly to values close to the range of possible noise over-sensing. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient was seen in-clinic, and performed maneuvers and noise was observed but mostly during maneuvers when pushing the arm down. There was no change to the impedance and sensing measurements. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that data analysis was performed, and technical services observed non-sustained event with possible atrial signal t-wave oversensing. Unfortunately, the quality of the x-rays provided were not good enough to see in details of the insertion of the leads to can. Technical services suggested that the healthcare professional evaluate the leads for lead impairment or under insertion condition. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise on the right ventricular (rv) channel. Patient was seen in-clinic and maneuvers were performed without reproducing noise. Data analysis was performed, and boston scientific technical services observed the oversensing episode. There was an episode that showed the r-wave amplitude dropping constantly to values close to the range of possible noise over-sensing. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device remains in-service.